Manufacturer narrative:
The investigation for the reported high purge pressure and low flows has been completed. The data logs were returned and confirm the high purge pressure condition. A gradual increase in purge pressure can be seen, this condition resolves toward the end of the case. The product was returned with the catheter cut. Thrombus could be seen in the outflow and on the catheter. The root cause of the high purge pressure was determined to be biomaterial buildup as tpa was able to resolve the issue and no heparin was used in the purge for the first 4 days of support. The instructions for use provides details on how prevent thrombus formation in the pump. It states the following: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was high purge pressure and low purge flow observed during case. Bicarbonate temporarily fixed the problem and tissue plasminogen activator (tpa) was eventually needed. There was a clot observed in the outflow cage during explant. There was no patient harm reported.